Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters had issues with the needle not retracting during use. The following information was provided by the initial reporter: ¿ER rn notified quality director that there were multiple bd 20 gauge angio catheters that were not retracting whenever nurse was attempting to obtain intravenous access to patients."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch # mw5112492. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters had issues with the needle not retracting during use. The following information was provided by the initial reporter: ¿ER rn notified quality director that there were multiple bd 20 gauge angio catheters that were not retracting whenever nurse was attempting to obtain intravenous access to patients."